Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, on (B)(6) 2020, an effective external shock was performed on a patient to reduce an atrial fibrillation. When the pacemaker was interrogated after the procedure, atrial and ventricular leads impedances were around 3000 ohms and ineffective pacing at 5v was observed in unipolar configuration. Atrial and ventricular pacing was programmed in bipolar configuration and normal impedance and threshold measurements were observed. The patient went for follow-ups on 9 and 12 october 2020 and the measurements in unipolar configuration were the same, with a slight improvement in impedance measurements (around 2700 ohms on both leads) on 12 october 2020. The atrial threshold was around 1v, however the ventricular threshold was still very high. In bipolar configuration, atrial lead impedance and threshold measurements were 572 ohms and 0.75 v and ventricular lead impedance and threshold measurements were 323 ohms and 1.25 v. Preliminary analysis revealed that the reported issue is most probably related to the external defibrillation shock performed on the patient.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, an effective external shock was performed on a patient to reduce an atrial fibrillation. When the pacemaker was interrogated after the procedure, atrial and ventricular leads impedances were around 3000 ohms and ineffective pacing at 5v was observed in unipolar configuration. Atrial and ventricular pacing was programmed in bipolar configuration and normal impedance and threshold measurements were observed. The patient went for follow-ups on (B)(6) 2020 and the measurements in unipolar configuration were the same, with a slight improvement in impedance measurements (around 2700 ohms on both leads) on (B)(6) 2020. The atrial threshold was around 1v, however the ventricular threshold was still very high. In bipolar configuration, atrial lead impedance and threshold measurements were 572 ohms and 0.75 v and ventricular lead impedance and threshold measurements were 323 ohms and 1.25 v. Preliminary analysis revealed that the reported issue is most probably related to the external defibrillation shock performed on the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, an effective external shock was performed on a patient to reduce an atrial fibrillation. When the pacemaker was interrogated after the procedure, atrial and ventricular leads impedances were around 3000 ohms and ineffective pacing at 5v was observed in unipolar configuration. Atrial and ventricular pacing was programmed in bipolar configuration and normal impedance and threshold measurements were observed. The patient went for follow-ups on (B)(6) 2020 and the measurements in unipolar configuration were the same, with a slight improvement in impedance measurements (around 2700 ohms on both leads) on (B)(6) 2020. The atrial threshold was around 1v, however the ventricular threshold was still very high. In bipolar configuration, atrial lead impedance and threshold measurements were 572 ohms and 0.75 v and ventricular lead impedance and threshold measurements were 323 ohms and 1.25 v. Preliminary analysis revealed that the reported issue is most probably related to the external defibrillation shock performed on the patient.